Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. During fill 1 of treatment, patient realized that there was fluid leaking from the bottom of the cassette door. Patient was administered prophylactic antibiotics and had no adverse effects. Patient's effluent remained clear. Sample is not available for return; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.